Manufacturer narrative:
Analysis revealed the insulin pump was received with missing e-clip on the drive nut assembly.

Event description:
It was reported the customer experienced high blood glucose. Troubleshooting was performed and the insulin pump did not pass the lead screw test. No further information was provided.